Event description:
It was reported that there was event with a bipolar high frequency cord. According to the information received, flames and fumes appeared. Additional information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The hf cord idrom was destroyed, most probably due to wear of the seven years old cord. This resulted in a hugh temperature event, which caused the "flames and fumes" described in the incident report. The event is filed under internal karl storz complaint ID (B)(4).